Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years and 2 months post implant of this 23mm aortic bioprosthetic valve, a replacement defibrillator was implanted. The reason for the replacement defibrillator was reported as cardiomyopathy. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information that prior to the defibrillator implant, congestive heart failure, decreased left ventricu lar function and new york heart association (nyha) class iii heart failure symptoms were noted. It was stated that the cardiomyopathy was non-ischemic. No additional adverse patient effects were reported.

Manufacturer narrative:
A4, a5b, b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.